Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-18, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg/ml, 320.7 mcg/day) via an implantable pump. It was reported the patient had rebound spasticity and the catheter could not be aspirated during a dye study. The catheter could not be aspirated in the operating room and was successfully replaced. The catheter was found to be kinked near the anchor. The pump segment was replaced. Good cerebrospinal fluid (csf) flow as achieved, the entire catheter was successfully aspirated and primed. Normal therapy was restarted. The issue was resolved.